Manufacturer narrative:
Per additional information received, it has been determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was getting temperature erratic alert (alert 50 - patient temperature one erratic). The baby temperature was 34.4c, water temperature was 27.1c and the target temperature was 36.5c. Also stated that the baby was in rewarming process and rewarm from reading was 34.6c with rate 0.25c/hour. Temperature via esophageal probe. Recommended to check all connections. If they were all intact and dry then try switching temperature cable, if still getting an alert switch out temperature probe. Also recommended to check temperature with alternate source to confirm accuracy. Per follow up via nurse (B)(6) 2021, cable was swapped and original cable was disposed of. The user was unsure of product number. Once swapped, alarms stopped and there were no further issues with therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting temperature erratic alert (alert 50 - patient temperature one erratic). The baby temperature was 34.4c, water temperature was 27.1c and the target temperature was 36.5c. Also stated that the baby was in rewarming process and rewarm from reading was 34.6c with rate 0.25c/hour. Temperature via esophageal probe. Recommended to check all connections. If they were all intact and dry then try switching temperature cable, if still getting an alert switch out temperature probe. Also recommended to check temperature with alternate source to confirm accuracy.